Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility through its distributor to request additional information about the event. Despite three (3) reasonable attempts, no additional information regarding this incident was received. The distributor did indicate that "the incident is more than 1 year old and they ((B)(6) hospital) have no idea where the fiber is. We (distributor) haven't got it from them!" The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device location is unknown and it will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Lumenis could not confirm the alleged complaint. A two year historical review of similar complaints revealed two similar 'inadvertent exposure' incidents which led to patient burns in the past. Those incidents were determined to be the result of user error ((B)(4)), inadvertently firing the laser on an unintended area, and operational context ((B)(4)). A review of device risk files found the risk of inadvertent exposure ((B)(4) - risk # 3.2) which has the potential to lead to skin damage/burns. The risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. A review and analysis of all available information failed to determine a root cause. A historical review of similar complaints revealed the most probable root cause to be 'operational context' (a device problem related to the operator's technique or use environment.) Or a result of 'user mishandling'. If any further relevant information is identified with which to determine root cause of this event, a supplemental report will be filed.

Event description:
On (B)(6) 2018 lumenis was notified by the (B)(6) of user initiated report (ref# 2018024360) in which the description is: "laser fiber crack after approx. 45min under a "holep" prostate nucleus where the fiber was out of the patient and there has been contact with patient's foot. Patient has a burn."